Manufacturer narrative:
Siemens service engineer visited the site and cleaned the dust out of the transducer port. A complete diagnostic evaluation was performed with no errors found; the system was fully operational as documented per the field service report. There were no consequences or impact to the pt. Our risk analysis has considered this type of event as a low risk. Routine maintenance and cleaning as described in the user manual will prevent this type of incident. The transducer was returned to siemens for evaluation. Follow-up report will be submitted after investigation is completed.

Event description:
Originally reported to FDA by user facility on 29 oct 2008 per uf/importer report. Tee was in progress of approximately 12 minutes. Pt was sedated. Screen went black with pop-up message stating hardware problem occurred. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Transesophageal echo / doppler. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.